Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the patient underwent an open reduction of the left clavicular fracture with ao titanium-gold reconstruction plate internal fixation, femoral ao titanium-gold screw and skeletal filling bone graft surgery due to a car accident. After operation, patient undergone a rehabilitation treatment in the hospital. Unfortunately, on (B)(6) 2015, an x-ray showed that one-third of an upper left femur was fractured and the plate was broken. So, the surgeon suggested that the patient should undergo a second operation to retrieve the original plate and refractured reduction and bone grafting and internal fixation. However, the patient's family refused. Thus, on (B)(6) 2015, the patient requested to discharge in the hospital . Later, the patient was hospitalized in another hospital. In 2014, the broken plate was taken out from the hospital and customer retained the device. Additionally, the patient was unable to trace the implant as the device appearance was worn, no etched of product code and lot number. It was unknown if there was a surgical delay and if there was any adverse event to the patient reported. Patient outcome was unknown. Concomitant devices reported: unk biomaterial cement (part# unknown, lot# unknown, quantity# unknown). Ao titanium-gold plate screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
Corrected description: it was reported that on (B)(6) 2004, the patient underwent an open reduction of the left clavicular fracture with ao titanium-gold reconstruction plate internal fixation, femoral ao titanium-gold screw and skeletal filling bone graft surgery due to a car accident. After operation, (B)(6)2005, an x-ray showed that one-third of an upper left femur was fractured, and the plate was broken. So, the surgeon suggested that the patient should undergo a second operation to retrieve the original plate and refractured reduction and bone grafting and internal fixation. However, this treatment path was declined. Thus, on march 16, 2005, the patient requested to be discharged in the hospital. In 2014, the broken plate was taken out. It was unknown if there was a surgical delay and if there was any adverse event to the patient reported. Patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 426.590, lot 2074728: manufacturing site: bettlach. Release to warehouse date: october 08, 2003. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Initially reported as march 11, 2019 but should have been march 12, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.